Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device screen is not working and it has electrical damage. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca with electrical damage. The customer complaint was reproduced. There was multiple error has been identified. The device was scrapped.